Event description:
The reporter called lfs on behalf of pt alleging that their one touch ultra meter was prompting the apply sample message. The pt neither alleged harm nor experienced injury or medical intervention. They contacted a medical professional and received phone advice. The customer service representative walked the reporter through the troubleshooting. The meter would only prompt the apply sample message even with tests strips from two different vials. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.